Event description:
Subsequent information indicates that the device has been explanted and returned.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room in a junctional rhythm of 27 beats per minute. Upon device interrogation, the device was noted to have declared end of life and was in storage mode. The patient had not been seen for a device check since (B)(6) 2010. The patient was to be admitted to the hospital for a device change out. There were no adverse patient effects reported. Available information indicates the device remains in service. A request for additional information from the local boston scientific field representative has been made.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As of today, no additional information has been provided. Should additional information become available, this report will be updated.